Event description:
It was reported that a home patient (hp) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy effluent. The hp was treated with cefepime, 1 gm, ip (intraperitoneally) for 7 days. The break in aseptic technique was further described to be due to the hp using a "used paper towel" after washing hands prior to performing pd therapy. On an unreported date, the patient was re-trained on proper aseptic technique for pd therapy. At the time of this report, the hp was recovering from the peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.